Event description:
It was reported there was suspected tissue damage. A left atrial appendage (laa) closure procedure was being performed. The trans-septal puncture was performed and then a watchman access system (was) advanced inside the patient. On transesophageal echocardiogram (tee), it was noted there was a fibrous density in the location of the trans-septal puncture near the was in the right atrium. The was removed and inspected, but nothing of note was found on the was. The density was noted to be gone on the tee image as well. The activated clotting time (act) was re-checked and noted to be in an appropriate range. A second was opened and the procedure was completed without incident. The patient was doing well and has been discharged from the hospital.